Manufacturer narrative:
(B)(6) 2021 lead explanted. Upon receipt, the lead under complaint was found cut into three segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Damages such as deformed shock coils, most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the returned lead fragments did not show any deviations which might have led to the reported high shock impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that high shock impedance (greater than 150 ohms) has been present on this lead since (B)(6) 2021. Pacing impedance and sensing trends are steady, and no ff signal can be seen in the (B)(6) 2021 periodic (flat isoelectric line). The patient reported no falls or procedures. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.